Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation after the healthcare professional reprogrammed the device. The patient was at 3.4 volts which was fine when the patient was standing, but when sitting it was too strong, it was like a "big jolt." They had to decrease to 1.3 volts. The patient was at home in fair condition at the time of the report. Additional information was requested.